Event description:
Patient stated that the v-go keeps falling off. The patient stated she experienced the adhesive not staying attached six times, the adhesive would start to detached from patient body anywhere from immediate application to 1 hour of use. The patient stated she does clean the area with an alcohol swab and letting the area dry before applying the v-go. The patient has discarded the v-go's in question.